Manufacturer narrative:
This report was determined to be duplicate information to MFR # 2916596-2020-01589. The investigation findings will be reported under MFR # 2916596-2020-01589.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced respiratory failure requiring tracheostomy and intubation . Renal dysfunction also occurred at the same time. Dialysis was started. The cause of respiratory failure was believed to be due to general condition. December 22 test showed creatinine (cr2) level of 47 and blood urea nitrogen (bun) level of 35.